Manufacturer narrative:
Inv-05692 device evaluation: visual analysis of the returned device identified, the weight the device within specification, wear abrasion, fold creases, deformation, and cloudy color in the gel. After autoclave cycle were observed: voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side seroma. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side seroma. The device has been explanted and replaced.

Manufacturer narrative:
Alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: recurrent seroma.